Event description:
Information received from the field notes a high current drain. At implant, the measured battery data was 2.76v, 37ua, <1 kohms. The measured battery data at a three month follow-up was 2.76v, 30ua, <1 kohms. A follow-up performed on 4/25/03 noted measured battery data of 2.66v, 27ua, 3.8 kohms with a magnet rate of 93 ppm. Approximate estimated longevity was 6-8 months. The patient was not pacemaker dependent and will continue to be monitored.